Manufacturer narrative:
Concomitant medical products: 407652 lead, (B)(6) 2008. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately three weeks after implant the patient developed a pocket hematoma. The pocket was opened, cleaned, cultures sent, and the pocket closed. An absorbable antibacterial envelope had been used at the initial implant. One week later the patient developed an infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.